Event description:
Boston scientific crm received information that this patient was scheduled for an elective replacement of the device. Prior to the procedure, a review of the device's arrhythmia logbook identified nonsustained episodes associated with electrogram noise on the right atrial (ra) and right ventricular (rv) pace/sense lead. There was no electrogram noise on the rv shock channel. Additionally, there was a report of intermittent rv pacing impedance measurements of greater than 3000 ohms. Boston scientific crm received information from an implant form that this patient's device was electively explanted due to normal battery depletion and the patient was upgraded to a bi-ventricular device. Both the rv and ra leads were explanted and replaced. When the pocket was opened, the physician identified a conductor fracture on the rv lead due to clavicular/first rib entrapment.

Manufacturer narrative:
Upon receipt, visual inspection of a complete ra lead by boston scientific's post market quality assurance laboratory, identified set screw marks on the terminal pin and ring. The lead's insulation was ruptured through and the coils were exposed (30.5 cm to 32.5 cm from the terminal pin). The lead was put through and passed electrical continuity testing. It was concluded that the location and type of damage is consistent with clavicular/first rib entrapment.